Event description:
Reporter alleged the advantage system generated a result of 630 mg/dl which is outside the system reading range of 10-600 mg/dl. Reporter stated the result was located in the system memory however, was not in her diary. No actions were taken or treatment reported. A request was made for the return of the suspect device and replacement product was sent.